Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown e.1. Initial reporter address 1: (B)(6). H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retention sample testing could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes the customer has been experiencing an increase in underfilled samples. There was no health impact or consequences reported.